Manufacturer narrative:
(B)(4). Date sent 4/9/2025. D4 batch #262d21. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29a device arrived with no apparent damage, with 9 staples in the pockets 2 loose unformed staples around the guide face and with the breakaway washer uncut and without marks. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested with a test washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. However, when the trocar was fully retract, the indicator was below of the low b range causing the anvil to close completely without leaving any space between the guide face and the stop cap was out of position from the knob. This defect has been potentially correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 262d21, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ecs29a lot number c9ey97 and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify when was found (pre-op/intra-op/post-op), pre-op. Could you please provide more details of damage found? Opened the package, removed the anvil and noted staples fell down.

Event description:
It was reported that during an unknown surgery, noted the cartridge damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.